Event description:
Prior to a ptca procedure in the lad, the maverick2 monorail balloon ruptured at less than rated burst pressure. The number of inflations and the pressures reached are unknown. The maverick2 monorail ballon was replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".